Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. We will submit a follow up report upon completion of our evaluation.

Event description:
It was reported that the device was producing straight shots.